Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the right common carotid artery with one rx acculink stent. On (B)(6) 2012, the patient underwent a percutaneous peripheral intervention and during that procedure, the patient experienced a hemorrhagic stroke. Computed tomography revealed a large left intralobar hemorrhage with subarachnoid hemorrhage and mild shift of the midline to the right. The patient's anticoagulation medications were held and a 3% sodium chloride infusion was administered to help prevent intracerebral swelling, but was unsuccessful. On (B)(6) 2012, the patient was transferred to another facility for evaluation and treatment. The patient subsequently developed respiratory arrest and expired on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident, death and hemorrhage are known observed and potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.